Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that there were concerns of premature battery depletion (pbd) for this subcutaneous implantable cardioverter defibrillator (s-ICD), since a battery depletion alert was received. Boston scientific technical services (ts) analyzed the device data and it showed power consumption was increasing in a gradual fashion. Ts determined that there was enough capacity to deliver six shocks with charge times less than 15 seconds if replaced within 90 days from 05-oct-2022 and device replacement was recommended. The device has been explanted and a new device was implanted. The device has been returned and was analyzed. No additional adverse patient effects were reported.

Event description:
It was reported that there were concerns of premature battery depletion (pbd) for this subcutaneous implantable cardioverter defibrillator (s-ICD), since a battery depletion alert was received. Boston scientific technical services (ts) analyzed the device data and it showed power consumption was increasing in a gradual fashion. Ts determined that there was enough capacity to deliver six shocks with charge times less than 15 seconds if replaced within 90 days from (B)(6) 2022 and device replacement was recommended. The device has been explanted and a new device was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that there were concerns of premature battery depletion (pbd) for this subcutaneous implantable cardioverter defibrillator (s-ICD), since a battery depletion alert was received. Boston scientific technical services (ts) analyzed the device data and it showed power consumption was increasing in a gradual fashion. Ts determined that there was enough capacity to deliver six shocks with charge times less than 15 seconds if replaced within 90 days from (B)(6) 2022 and device replacement was recommended. The device remains in service. No additional adverse patient effects were reported.